Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in impedance and an increase in threshold. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the physician identified that the high impedance and threshold were caused by an exit block.